Event description:
At the request of FDA, ventritex requested a medical opiniion as to whether the device caused or contributed to the death. According the physician who completed the death certificate, the ventritex defigrillator did not dause thedeath and functioned properluy until the patient's demise.